Event description:
It was reported that the broach handle fractured after continuous use. It is unusable due to a broken piece. There was no patient injury reported as a result of the malfunction. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d4 d9 g3 g6 h2 h11.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h11. D4 - UDI is not applicable; the device was manufactured prior to di publish date. Visual examination of the returned product identified that the device shows wear from previous uses to the strike plate and body. Upon return, the device was found to be modified and does not conform to the print. The grip handle shown in the print has been removed, and a plate has been welded to the device in the handle location. The plate shows signs of repeated use, indicating it has been on the device for an unknown period of time. The rear rod is missing and was not returned with the device for evaluation. The laser welded trigger set screw remains in the trigger. No other damage was noted. As400 confirms an approximate field age of 7 years. No DHR was found; the transaction history was used; no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item, and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. However, the device was modified and does not conform to print specifications. As per IFU, which states, do not modify instruments. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.